Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan through email from (B)(4) alleging an error 4 issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) received the test strips involved with this complaint and device evaluation was completed on (B)(6) 2012. The alleged issue was confirmed when testing with control solution during investigation. The test strips involved with this complaint were evaluated and error 4 was observed with control solution testing. The meter has also been returned to lifescan for evaluation on (B)(6) 2012. However, the evaluation of the product has not been completed; therefore, no conclusion can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.